Manufacturer narrative:
The hill-rom tech found a brake caster not holding due to normal wear and tear. Per the hill-rom svc manual the bed should be subject to an effective maintenance program. An annual svc of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and qual of tread, etc. And replaced when necessary. Apply the break and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer. And make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake caster to resolve the issue based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).